Event description:
It was reported that (1) er320 was use during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon said clips would not hold properly when applied. The case was completed with a new er320. There was no consequence to pt.